Event description:
It was reported that the patient's implantable pulse generator (ipg) was depleted. The physician has requested an analysis to determine if the battery depletion was normal.

Manufacturer narrative:
Correction to the initial MDR in block b5. Analysis on the returned ipg revealed that the ipg could be linked with a remote control but could not be linked with an interrogative software tool. Attempts to bring up the device from the end of service state using an external power source failed. The printed circuit board level electrical test revealed normal device characteristics. The ipg was no longer responding thus the longevity of the device could not be determined. The device was damaged during the explant procedure due to an unknown source; it could not be confirmed if electrocautery was used during the procedure. The complaint of ipg depletion after 22 months could not be investigated as the device was no longer functioning and the data log was not retrievable. The cause of the complaint could not be established.

Event description:
It was reported that the patient's primary cell implantable pulse generator (ipg) had reached the end of life battery message. The patient underwent a routine battery replacement procedure and was doing fine post-operatively. The physician requested an analysis to determine if the battery depletion was normal.